Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00866. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2014.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with a cystoscopy, anterior repair, due to sui and pop. It is reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012, and a mesh was implanted. It was reported that the patient experienced urinary incontinence, urinary frequency, and urgency. It was reported that the patient underwent mesh revision/removal on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress and mixed urinary incontinence and bladder prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy and anterior repair performed during mesh implantation. No additional information was provided. It was reported that the patient experienced urinary incontinence, urinary frequency, urgency and underwent insertion of mesh (product was not identified) on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(4) 2010 and a mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems. No additional information was provided.